Event description:
It was reported to philips that intermittent generator errors causing positioning failure on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced kvma module; follow-up work scheduled. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).